Manufacturer narrative:
The device was discarded at the user facility, therefore evaluation by the manufacturer is not possible.

Event description:
Provided information states that during explantation of the device, a piece of the device broke off and remains in the patient as the surgeon was unable to remove it.